Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report#1627487-2018-05620; reference MFR report#1627487-2018-05621; reference MFR report#1627487-2018-05623. It was reported that the scs system was explanted for unknown reason. The explant date is unknown at this time.

Event description:
Device 3 of 4: reference MFR report #1627487-2018-05621; reference MFR report #1627487-2018-05620; reference MFR report #1627487-2018-05623. Additional information received identified that the scs system was explanted due to ineffective stimulation. Reportedly, reprogramming was attempted multiple time to no avail.